Event description:
On 08/29/2025 the user reported high blood glucose (bg) after running out of insulin earlier in the day. Bg reached approximately 400 mg/dl prior to reconnecting to the ilet. The user noted a temporary loss of bg display on the sensor, with no alerts. Bg returned to 66 mg/dl after consuming a small amount of juice and subsequently stabilized at 80 mg/dl. The user reported feeling comfortable with no further issues.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.